Event description:
A hospital in (B)(6) reported that the bc190 flexitrunk (B)(6) nasal tubing was torn. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) nasal tubing was received at fisher & paykel healthcare (B)(4) and was visually inspected. Results: the visual inspection revealed that the breathable film was torn and stretched. A lot check could not be performed as no lot number was provided. Conclusion: the observed damage appears to have been caused by excessive rough handling of the (B)(4) flexitrunk tubing. All (B)(4) flexitrunk nasal tubing devices are pressure tested for any leaks and occlusion present in the interface, and those that fail are rejected. In addition, the interface is visually inspected prior to distribution. This suggests that the damage occurred after the subject nasal tubing was released for distribution. Our user instructions state: - "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.